Event description:
It was reported that the device was used during a gyn procedure. The device snapped in half when placing in the suprapubic area. The sleeve was removed from the abdomen and then another device was place to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Melted sleeve. The analysis results found that the b5lt device was received with the sleeve cannula broken at middle. Further evaluation found that the broken area was melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
The customer reported that the device used for a sub-total gastrectomy was distorted. The site felt that this deformity caused oozing under 200cc. Another device was used to complete the procedure without incident. There was no patient injury.